Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage. This type of damage is consistent with repeated stress over time. The insulation abrasion is consistent with lead-on-lead contact. The insulation damage allegation was confirmed.

Event description:
It was reported that this right atrial (ra) lead had lead insulation damage. The ra lead was surgically explanted and was replaced. No additional adverse patient effects were reported.